Event description:
It was reported that during a device upgrade, the device was not implanted due to a high pacing lead impedance and the inability to recognize the lead. Another device was connected and normal functionality was observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high pacing lead impedance could not be reproduced in the laboratory. The device was tested on the bench...

Manufacturer narrative:
The reported field event of high pacing lead impedance could not be reproduced in the laboratory. The device was tested on the bench and no anomaly was found. The header, contact springs and set screws functioned normally. The cause of the reported high pacing lead impedance could not be determined as the anomaly was not reproduced.